Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and variable p wave measurements. The noise was suspected to be due to electromagnetic interference (emi); however, this could not be confirmed. The lead was later surgically abandoned and replaced, and an insulation issue was observed. No additional adverse patient effects were reported.